Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade "ii-iii."

Event description:
Healthcare professional reported right side capsular contracture, baker grade "ii-iii." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "ii-iii." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified three openings and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified striated three openings. Based on the device analysis the final assessment was three striated openings assessed as surgical damage.